Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon port failed to inflate on one side, as a result it kept dislodging from the surgical site. Another device was used to complete the procedure. It was also reported that the patient did not experience an adverse event as a result of the malfunction.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The reported condition for this incident states that the balloon port failed to inflate on one side. The balloon was inflated but looked distorted, visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to over inflating the balloon, the reported condition was confirmed. Engineering determined that the balloon was over inflated causing the suture to shift creating the deform balloon. Replication of the reported condition may occur when the balloon is overinflated damaging the components that retain the balloons contour.